Event description:
It was reported that an adverse event occurred. It was documented that transmitter not found was displayed on the smart device. Because of the problem, the patient was reportedly not getting the correct doses of insulin and experienced diabetic ketoacidosis (dka) the same day. It was not documented whether the patient uses a pump or multiple daily injections. On 8/19/2024, the patient received an error for "cannot pair sensor" was noticed that morning. The patient monitored the blood glucose (bg) with fingerstick. One value at an unspecified moment in the afternoon was documented as 120 mg/dl. 1 hour after the error state, the patient experienced dizziness and sweating. The cumulative time out of an active sensor session was not documented. The unpaired sensor was removed. The spouse transported the patient to the hospital. He was admitted to the intensive care unit and treated with fluids, potassium, and an insulin drip. According to the report, the continuous glucose monitor (cgm) was not used during the hospital visit because he was using finger stick to get the accuracy. Bg values were not documented. The patient was discharged after 2 days and was okay and no longer in dka. At the time of the report, the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.